Event description:
As initially reported by a healthcare professional, the consumer experienced discomfort in the left eye after wearing a contact lens. The consumer discarded the first lens and tried another lens from the same package, but the discomfort persisted. The consumer visited an ophthalmologist and was diagnosed with an eye ulcer. At the time of the report, the consumer was prescribed with gel that contained trehalose(3%) and sodium hyaluronate(0.15%), every four hours for a week. The condition of the consumer¿s eye had not been resolved, and the symptom was continuing at the time of this report. Additional information has been requested but had not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. A retained sample from the same complaint lot was tested and was found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).